Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: how were the patient's bleeding and prolonged operation time resolved? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Were there any patient consequences? It was reported that "the doctor has repeatedly reported that the needle and suture will automatically separate during micro stitching." Please confirm the number of procedures/patients affected. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that the problem of pulling off suture needle happened when the doctor used suture to suture tissue. Changed to another one to complete the surgery. This increased the patient's bleeding and prolonged the operation time. The doctor has repeatedly reported that the needle and suture will automatically separate during micro stitching. There were no post-operative adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: after investigation, the specific age and gender of the patient were unknown, and the patient underwent surgery on (B)(6) 2024 (the specific diagnosis and name of surgery were unknown). The operator used the suture (epm8755) during the surgery for tissue sewing (the specific sewing tissue level and sewing method were unknown). The problem of pulling off suture needle happened during the sewing. The operator immediately replaced with a new suture (the specific product information was unknown) to continue the sewing. The subsequent surgery went smoothly. This event led to increased intraoperative blood loss (specific increase of blood loss was unknown) and prolonged operation time (specific extension time was unknown). No subsequent adverse event report was received.